Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter initially stated there was a black line across the display of the blood glucose monitor but the measurement results were not affected. No adverse event was reported. The monitor was evaluated, and it was found the location of the line on the display could distort either the blood glucose result, bolus advice and/or the therapy recommendations; therefore, misinterpretation could be possible.